Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch interface printed circuit board assembly (pcba) was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 18, 2009. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming footswitch interface pcba. However, how that footswitch interface pcba became non-conforming remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system presented with a footswitch that failed during a procedure. The procedure was aborted but was later completed that day at another facility. There was no patient harm.